Manufacturer narrative:
The sample is in the process of being returned for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
First PICC catheter was inserted in 2007 without difficulty and was found broken the following month. Randa and 5fu (main) neobaren 2 was the medicine being diffused through the catheter.